Event description:
Additional information received identified the patient's shocking sensations have reportedly resolved following her ipg replacement.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg would not hold a charge; additionally, the patient experienced sporadic shocking sensations from her scs system. The patient's scs ipg was explanted and replaced with a new model ipg during surgery on (B)(6) 2014.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.